Event description:
Patient was revised to address pain and loosening of the acetabular cup. Update (B)(6) 2011 - litigation papers were received. Litigation papers allege elevated metal ions levels; revision surgery revealing loose asr cup and no sign of bony ingrowth; emotional distress, anxiety, and mental anguish; medical and other related expenses; loss of earnings and earning capacity.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.